Event description:
During a dialysis graft stenosis treatment procedure, the balloon catheter became stuck in the super sheath introducer sheat upon withdrawal. No pt complications were reported. Current pt status is unk.